Event description:
Additional information was received from the manufacturer representative. Per the provider's request, the rep used physician recharge mode to bring the rc back from overdischarge (although the attached report shows that the overdischarge count remained at 0 for so me reason). Once regular charging mode appeared on her 37651, the rep used their clinician programmer to interrogate her rc, turn it back on, and generate the attached reports. They then resumed charging the device. When they left, the ICU nurse was monitoring the charging. See omitted information 2021-02-05 mpxr 804209 update, image (rep): additional information received from the manufacturer¿s representative (rep) reported they saw the patient again today in the ICU per their doctor for epilepsy¿s request. The rep used the physician recharge mode to bring the device back from overdischarge (although the overdischarge count remained at 0 for some reason). Once regular charging mode appeared on the recharger the rep used the clinician programmer to interrogate the device, turn it back on, and generate the attached reports. The rep then resumed charging the device, and when they left the nurse was monitoring the charge.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an over-discharged ins. The patient was moved to a nursing home where they think they weren't charging the device. They are going to try and get the ins going once the patient leaves the ICU. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.